Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: during surgery they wanted to implant the duraloc shell sector 54 mm and duraloc marathon 54 mm elements but they didn't match, they replaced the marathon element to a new one but the two component still didn't match perfectly. Then they took out the 54 mm parts and replaced both elements with 56 mm parts which was ok. The patient is in good condition. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Addendum added 21-november-16. Inspection of the returned products identified no anomalies and review of the manufacturing records confirmed the products to have been manufactured correctly to specification. The reported incident could not be verified. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery they wanted to implant the duraloc shell sector 54 mm and duraloc marathon 54 mm liner but they didn't match, they replaced the marathon element to a new one but the two components still didn't match perfectly. Then they took out the 54 mm parts and replaced both elements with 56 mm parts which was ok.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.